Event description:
On 12/9/2024 it was reported by a sales representative via email that an ar-1996cd-1 biocomposite interference screw driver had bioburden stuck in the cannulation and could not tighten an ar-4030c-08 fastthread biocomposite interference screw. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/19/2024: this was discovered when the guidewire was attempted to be inserted in the ar-1996cd-1 biocomposite interference screw, it was noticed the driver had bioburden stuck in the cannulation. The procedure performed was an aclr. The case was completed using a screw from another manufacturer, as there were no other drivers available. The case was delayed ten minutes without administering additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the driver while engaged with the screw.